Manufacturer narrative:
(B)(4); the lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited decreased r-wave measurements, loss of capture (loc) and low out of range pacing impedance measurements less than 200 ohms. Fluoroscopy noted not anomalies. An invasive procedure was performed. Lead to device header connections were verified to be appropriate. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.